Event description:
During an implant procedure, it was noted that there was undersensing and intermittent sensing on the atrial lead. The lead was exchanged and the patient was stable with no adverse consequences.